Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Through follow-up, the customer confirmed there was no patient involvement.